Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 03.501.080-us. Lot: 8419417. Manufacturing site: hagendorf. Release to warehouse date: june 17, 2013. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the tapplication instrument for snal zipfix (p/n: 03.501.080 & lot #: 8419417) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that a small piece was broken at the distal end of the zipfix. The broken fragment was not returned with the device. The minor scratches were visible on the surface of device which might be due to device constantly in use. Apart from it no other issues were identified with device. Service & repair evaluation: the customer reported a piece of application instrument for snal zipfix seems broken off. The repair technician reported the pieces of device is broken off and the pieces could be missing. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was not performed due to post manufacturing damage. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed - current and manufactured revisions were reviewed. Complaint confirmed? Yes, the device received had broken piece. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for application instrument for snal zipfix. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Photo investigation: the device was not returned for investigation. A photo investigation was performed on the provided image. The image was reviewed and the proximal end of the application instrument for zipfix is broken. The root cause of the issue cannot be determined from the available information. Manufacturing record was evaluated and no non-conformance were identified that could have contributed to this problem. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed based on the images during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. A device history record (DHR) review was conducted: part number: 03.501.080, lot number: 8419417, release to warehouse date: 17 jun 2013, supplier: (B)(4), manufacturer: (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, during an unknown procedure, a piece of application instrument for sternal zipfix seems broken off. They had a backup gun. There was no surgical delay. No patient was affected. This report is for one (1) application instrument for sternal zipfix. This is report 1 of 1 for complaint (B)(4).